Event description:
This device shows eos with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The device MRI program was set to auto, and subsequent magnetic field detection triggered the start of the MRI program on december 2, 2025 at 12:36 hours. The data further documented that, on the same day between 12:48 and 13:31 hours, multiple resets of the electronic module occurred, which led to an invalid device status and the activation of safety backup mode sometime between 12:49 and 13:31 hours. Activation of the safety backup mode resulted in termination of the auto-MRI mode, as expected. The device did not deliver shocks or perform any charging cycle during the MRI procedure or while operating in the safety backup mode. Eos was detected on december 2, 2025 at 13:08 hours. Data analysis shows that eos was successfully reset. The root cause of the multiple resets was not determinable based on the data available for analysis.